Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaitn of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads with the same lot number. It was reported the patient was not receiving effective stimulation. It was determined one of her leads had migrated. The patient underwent revision surgery where both of her leads were removed and replaced with a penta lead. The patient is now receiving effective stimulation.